Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler was hospitalized for fluid in the stomach that needed to be drained. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on(B)(6) 2023 following drain complications during pd therapy, abdominal pain and cloudy peritoneal effluent fluid. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and hospital laboratory results remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. Additionally, it was affirmed the patient¿s slow drain issues experienced during pd therapy were attributed to this infection and not a result of a deficiency or malfunction of his cycler. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and durations unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Follow up effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count within normal limits (exact count unknown). It was confirmed the patient¿s peritonitis, drain complications, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.